Event description:
Reporter indicated that both pt's vns therapy magnets were cracked and he was in need of replacements. No further information is available to manufacturer. Cracked magnets will not be available to manufacturer for product analysis.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.